Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 2017865-2021-10832. It was reported that imaging revealed loss of slack on the atrial and right ventricular lead though still in their respective chambers. The right ventricular lead was repositioned and slack was added. Slack was also added to the right atrial lead in a procedure dated (B)(6) 2021. The patient was stable before, during and after the procedure and discharged home in stable condition.